Event description:
The biomedical engineer (bme) reported that they were doing their quarterly reboot of the central nurse's station (cns) and the cns went into a boot loop after the reboot. No patient harm was reported. Nihon kohden technician had bme reboot the unit with the ethernet cable removed from the unit, the bme rebooted the cns and it went into windows and got a monitor disconnect error. When bme tried to launch the application, the unit went into another boot loop. Nk technical support had bme remove the drive in slot 2 and try to boot with just the one drive but the cns would not boot up with either drive. Bme requested new hard drives to be sent to them.

Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that they were doing their quarterly reboot of the central nurse's station (cns) and the cns went into a boot loop after the reboot. No patient harm was reported. Nihon kohden technician had bme reboot the unit with the ethernet cable removed from the unit, the bme rebooted the cns and it went into windows and got a monitor disconnect error. When bme tried to launch the application, the unit went into another boot loop. Nk technical support had bme remove the drive in slot 2 and try to boot with just the one drive but the cns would not boot up with either drive. Bme requested new hard drives to be sent to them. Nihon kohden technical support requested a purchase order from the bme to send the requested hard drives, no response received from the biomed. Investigation summary: the customer did not respond to follow up attempts. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal similar complaints for the reported device. This issue will be tracked for future occurrences. Nihon kohden technical support requested a purchase order from the bme to send the requested hard drives, no response received from the biomed. Additional information: b4: date of this report, g3: date received by manufacturer, g6: type of report, h2: if follow-up, what type?, h6: adverse event problem codes, h11: additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were doing their quarterly reboot of the central nurse's station (cns) and the cns went into a boot loop after the reboot. No patient harm was reported. Nihon kohden technician had bme reboot the unit with the ethernet cable removed from the unit, the bme rebooted the cns and it went into windows and got a monitor disconnect error. When bme tried to launch the application, the unit went into another boot loop. Nk technical support had bme remove the drive in slot 2 and try to boot with just the one drive but the cns would not boot up with either drive. Bme requested new hard drives to be sent to them. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6)2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6)2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6)2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that they were doing their quarterly reboot of the central nurse's station (cns) and the cns went into a boot loop after the reboot. No patient harm was reported. Nihon kohden technician had bme reboot the unit with the ethernet cable removed from the unit, the bme rebooted the cns and it went into windows and got a monitor disconnect error. When bme tried to launch the application, the unit went into another boot loop. Nk technical support had bme remove the drive in slot 2 and try to boot with just the one drive but the cns would not boot up with either drive. Bme requested new hard drives to be sent to them.